Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that there was trouble with telemetry, the programmer would only interrogate intermittently. It was noted that when the "allow wireless communication" box was checked the programmer would identify the device and launch the software but would indicate a loss of telemetry, even with the radiofrequency programmer head directly over the device and the radiofrequency transmitter was replaced to resolve. Analysis also noted that the stylus was missing and that the rubber pads on the lower case were damaged. (B)(4).

Event description:
It was reported that the programmer was unable to establish telemetry, either wirelessly or with a known good radiofrequency programmer head. The programmer was returned for service. No patient complications have been reported as a result of this event.